Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an ischemic ventricular tachycardia (isvt) left ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was broken. The hemostatic valve of the sheath was broken out of the package. There were no reported patient consequences. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 1-apr-2022, the product investigation was completed. It was reported that an unknown patient underwent an ischemic ventricular tachycardia (isvt) left ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was broken. The hemostatic valve of the sheath was broken out of the package. There were no reported patient consequences. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. The brim cap was found in its place. Microscopic examination in the hemostatic valve surface showed evidence of stress marks on the outer diameter. In another hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 50000064 number, and no internal actions related to the complaint were found during the review. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. Due to the conditions of the hemostatic valve, an internal action was opened. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ per internal review, it was identified that the product receipt was mistakenly omitted from the initial report. On 24-feb-2022, the bwi product analysis lab received the device for evaluation. Manufacturer's reference number: (B)(4).